Event description:
A malfunction on the pump was reported by the customer, with a malfunction code displayed as malf 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.